Event description:
Pt presented with a rupturing aneurysm and was treated with an ancure endograft on an emergent basis. During the procedure contralateral wire access was lost and could not be regained. The graft limb could not be cannulated. A retroperitoneal incision was performed and the contralateral limb of the graft (right common iliac) was ligated and then a fem-fem bypass was performed. No additional info was available.